Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device inffective". The patient's past medical history included miscarriage and uterine prolapse. Concurrent conditions included body mass index normal and irritable bowel syndrome. On an unknown date, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight decreased ("weight loss") and infection ("multiple infections"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysgeusia ("metal taste in mouth"), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain") and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she later had surgery to remove the essure). Essure was removed. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, abdominal pain, alopecia, vaginal haemorrhage, menorrhagia, depression, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased and infection outcome was unknown and the genital haemorrhage, dysgeusia, abdominal pain lower and headache had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, depression, dysgeusia, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, infection, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events abdominal cramping, vaginal bleeding, multiple infections, pelvic pain, menorrhagia, fatigue, headache and dysmenorrhea most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events abnormal bleeding (vaginal, menorrhagia), depression, bladder or urinary problems or changes, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight loss, multiple infections were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device inffective". The patient's past medical history included miscarriage and uterine prolapse. Concurrent conditions included body mass index normal, irritable bowel syndrome and colonic polyp. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia(abnormal bleeding)"), depression (" depression"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), migraine ("migraines/ headache"), headache ("headaches/ migarines"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight decreased ("weight loss"), infection ("multiple infections") and vaginal prolapse ("vaginal wall prolapse"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysgeusia ("metal taste in mouth"), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain") and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she later had surgery to remove the essure) and surgery (hysterectomy (full) ,salpingectomy (bilateral removal of fallopian tube) on date (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, abdominal pain, alopecia, vaginal haemorrhage, menorrhagia, depression, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, infection and vaginal prolapse outcome was unknown and the genital haemorrhage, dysgeusia, abdominal pain lower and headache had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, depression, dysgeusia, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, infection, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal prolapse and weight decreased to be related to essure. The reporter commented: need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events abdominal cramping, vaginal bleeding, multiple infections, pelvic pain, menorrhagia, fatigue, headache and dysmenorrhea. Most recent follow-up information incorporated above includes: on 25-oct-2018: pfs received. Concomitant condition added. Following event: vaginal wall prolapse were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criterion medically significant), dysgeusia ("metal taste in mouth"), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain") and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she later had surgery to remove the essure). Essure was removed. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, dysgeusia, abdominal pain lower, abdominal pain and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysgeusia, ectopic pregnancy with contraceptive device and pelvic pain to be related to essure. The reporter commented: need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.